Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery. The existing device was removed and a new ipp system was implanted. During the procedure fluid leak due to a break in the exit tubing was identified. No information was provided about the patient's outcome.